Event description:
It was reported that the patient had to press with their hand in order to keep charging and it was harder to get hooked up. The problem was noted to have gotten worse the last couple months. The patient noted their ins seems to not be in the same place anymore. It got harder and harder, looks like it was connecting but no black in the bars and even when they get the boxes and can hold it there for while it just goes away. Follow up has been conducted and if additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial # (B)(4), product type programmer, patient; product ID 3487a-33, lot # j0511559v, implanted: (B)(6) 2005, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3487a-33, lot # j0504401v, implanted: (B)(6) 2005, product type lead.